Event description:
Device report received from (B)(6) private hosp, (B)(6) indicates that during synfix procedure, as the surgeon was inserting a screw through the aiming device, a small fragment (small metal sphere used as screw locking/holding pin and approx 1 mm of metal) of the tip of the synfix screwdriver with cardan joint snapped off. The missing pieces were not collected after the procedure and possibly remain in the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.